Manufacturer narrative:
D3, d5 - updated e4 - updated h3, h6 - updated no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was stated that person with diabetes were reported that she received a line blocked alarm. Patient followed steps in app to resolve alarm with current supplies, but alarm persisted. Patient changed site only and resumed delivery, alarm recurred. Patient with diabetes then changed cassette and tubing which resolved the line blocked alarms for that day. Another day, patient experienced another line blocked alarm and followed the same set of troubleshooting steps above, ultimately replacing cassette and infusion set. Patient has cassette from this event to return, but not the infusion set. Patient did note the cannula was not bent or kinked upon removal. Patient then noticed on the new infusion set, that the site was leaking. Leak appeared to be coming from the quick release clip, and patient confirms beneath the adhesive looks dry. Was not certain the clip was on securely at time of leak. Patient disconnected tubing, cleaned the area, and reconnected tubing, watching site closely to be sure it is no longer leaking. Due to the leaking site, patient's glucose is 317 mg/dl. Patient has administered an injection of insulin to resolve high glucose.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.